Event description:
Complainant alleged that during incoming inspection, the device did not esclate its energy after the first defibrillation shock. Complainant indicated that there was no pt involvement in the reported malfunction.